Event description:
We have encountered a quality problem with a 3p 20ml 300629 syringe. After sampling, we found white particles on the plunger (plastic deposit?). Unfortunately, the batch number is unknown however, the syringe has been kept and can be returned to you for expert appraisal. 1st follow-up: 25-june-2024. Response received: the particles are in the syringe, in the fluid path.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Pr 10368083 follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, a particle was observed within the syringe. Characterization testing was performed and found the particle to be consistent with a polypropylene particle. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the lot involved in this incident is unknown, a device history review cannot be performed. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. The areas where pieces run in manufacturing area are protected to reduce particles from generating. While we cannot identify a direct issue, the particle likely generated during the assembly process due to friction during movement of the device within the manufacturing equipment. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.